Event description:
It was discovered during the device evaluation, the olympus lucera gastrointestinal videoscope began producing a noisy image. There was no patient involvement during this event.

Manufacturer narrative:
The device was returned, and evaluated by olympus. As noted in b5, there was unit was producing a noisy image due to a damaged charged couple device unit. A definitive root cause could not be identified. However, based on the results of the investigation and the condition of the returned device, it is believed that prolonged fatigue ultimately leading to component failure caused the reported malfunction. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being submitted as a correction. Corrected field, b3. Should additional information be received that alters this event, a supplemental report will be provided.

Event description:
No additional information received from customer.